Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed multiple, inaccurate battery gauge readings. In addition, the customer reported that the insulin gauge displayed an inaccurate fill estimate of 120 units when there was 81.5 units remaining in the cartridge. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported blood glucose (bg) levels ranged from 250 (mg/dl) to over 500 (mg/dl). To address bg level, the customer administered manual injections. Reportedly, the customer alleged belief that the pump was not delivering insulin properly. Additionally, the customer reported having delivered more bolus requests than what was being displayed in the bolus history. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified. Functional testing was performed and the reported elevated blood glucose was that the alert 7's issue caused stalling in the insulin delivery to prompt for user interaction. Based on the analysis, the fill estimate issue could not be verified. In addition, a different issue was identified.